Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/13/2016, that on (B)(6) 2016, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2016. The patient stated that he had lost consciousness at hunting camp and was found by his ex-wife. The patient stated that while unconscious his brother in law checked his dexcom receiver and it was reading was 250mg/dl and the patient's finger stick meter was reading 38mg/dl. The patient stated that he was airlifted to the hospital on (B)(6) 2016. The patient stated that he did not regain consciousness for a day. The patient was treated for low blood sugar and is not certain of what treatments while at hospital. The patient stated that he stayed at the hospital for two weeks, then was released. The patient stated that two days later he checked into a clinic on (B)(6) 2016 for another week due to issues with blood pressure and then was release from the clinic on (B)(6) 2016. At time of contact the patient was ok. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined. It was reported that the patient did not calibrate after experiencing inaccuracy. Labeling indicates: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes.